Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Customer stated via email: I need to report to you that my husband had an infection of the pleurx wound site. He had redness, warmth to area and fever. Physician gave him a course of antibiotics and his condition has improved. I relate this to the fact that the caps did not fit the end of the pleurx catheter allowing bacteria to enter the area. I was placing the pleurx catheter curled under the tegederm dressing in hopes of keeping the ill fitting cap in place put it would fall off since it was too large. Additional information received 07nov2016:my husband is (B)(6). Has pleural effusion on right side. Received levofloxacin 500 mg po daily x 10 days which started (B)(6). Problem resolved with treatment.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Failure mode could not be confirmed since no samples or photos were provided for evaluation. Device history record review could not be performed since a lot number was not provided for evaluation. Not confirmed: failure mode could not be confirmed since no samples or photos were provided for evaluation and no issues were found that can related personnel, method, material or machine with the reported failure mode. However, most probable root cause could be related to supplier-molding due to a worn out condition in the mold, since it was found the need to make improvements to the mold. Cap mold and process have been changed.